Event description:
Customer reported via phone call, the act button on the insulin pump was wearing down. The device is functioning but wasn't sure if it would in the future. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad issues. Customer was wasn't sure if she wanted to replace the insulin pump. The device is not returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.